Event description:
On (B)(6) 2010, pt reported having a low blood glucose this morning. Pt stated she woke up to her alarm clock going off and she couldn't move her arms or body. Pt stated she knew what was going on and was not passed out but she couldn't move her body. Pt reported she fell out of her bed and her son heard her. Pt stated her son came in and checked her blood glucose with a reading of 31 mg/dl and then gave her glucose tablets. Pt reported her blood glucose quickly rose and 60 mg/dl and then higher. Pt's normal blood glucose is around 100 mg/dl. Pt stated she feels better now. Pt reported the infusion adapter was changed 3 insulin cartridge changes ago. Advised to change every 10th cartridge change. Pt stated the basal rates are correct but the time is wrong. Advised to have the correct time set so she can receive the correct basal rates; pt corrected the time and date during the call. Pt reported she had 2 glasses of wine on (B)(6) 2010, but stated she has not had trouble with that in the past. Product was replaced and requested return of the suspect product for evaluation.